Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analyzed, this report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. The r wave sensing dropped and threshold tests have failed. Additional information from the field indicated that the patient was evaluated in the clinic and the output was increased. The pacing impedance has increased. A dislodgement and loss of capture were confirmed. The lead showed pacing not delivered when required. When the helix was revised, it would not extend. The lead has been explanted and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A stylet insertion test failed, likely due to a necked down inner coil near the terminal pin. X-ray showed a necked-down inner coil near the terminal pin damage indicative of helix extension/retraction difficulty. The helix mechanism could not be tested due to a deformed inner coil. At this time, the product has not been returned. If the product is returned and analyzed, this report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. The r wave sensing dropped and threshold tests have failed. Additional information from the field indicated that the patient was evaluated in the clinic and the output was increased. The pacing impedance has increased. A dislodgement and loss of capture were confirmed. The lead showed pacing not delivered when required. When the helix was revised, it would not extend. The lead has been explanted and has been returned for analysis. No additional adverse patient effects were reported.